Event description:
It was reported that undersensing on right atrial (ra) lead was noted. The physician elected to reposition the lead. While repositioning the ra lead, it was noted that the insulation was torn and lead was fractured. The lead was explanted, and the physician elected to complete the procedure with a different lead. The patient was discharged from the hospital after the procedure.

Manufacturer narrative:
The reported events of under sensing, and insulation was torn and lead was fractured/frayed were confirmed. Visual inspection of the lead found an external insulation abrasion breaching the outer insulation and exposing the outer coil. The outer coil was found compressed / damaged consistent with procedural damage. The cause of the reported events was due to the external insulation abrasion and exposure of the outer coil in the abrasion zone consistent with friction to another device or feature of the heart and procedural damage to the lead.